Event description:
It was reported that the patients pre-existing pain had returned. It was assessed that the implant had subsided into a possibly fractured spinous process. Patient underwent a revision procedure in an attempt to remove the original implant and place a smaller one below, but it was not successful as there was insufficient room to deploy; and as a result, all implants were removed.